Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower cases were broken, the side bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, the battery drawer was broken and the keyboard was scratched.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower cases were broken, the side bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, the battery drawer was broken and the keyboard was scratched.